Event description:
It was reported by service report that the housing was broken and cracked with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.